Event description:
It was reported that after an uneventful da vinci-assisted paraesophageal hiatal hernia surgical procedure, the patient expired due to complications of an aspiration event. The surgeon stated that the hiatal hernia was large, but the robotic procedure was completed successfully without any intraoperative complications, and without errors or issues related to the da vinci system. The patient was recovering; however, required prolonged intubation due to pulmonary edema. Three weeks post-procedure, the patient was still intubated, and during an endotracheal tube exchange, the patient aspirated and ultimately expired due to complications from the aspiration event. The surgeon believes the prolonged hospitalization and intubation were related to the patient's large hiatal hernia and pulmonary edema. The patient¿s medical history and specific origin of the pulmonary edema were not provided.

Manufacturer narrative:
Review of the system logs found the system functioned normally and there were no errors found related to this event. Log review of the 5 subsequent procedures performed on the system determined it functioned normally, no intraoperative events or issues were found. The following concomitant products were used during this procedure: endoscope 30 degree, force feedback cadiere forceps, force feedback fenestrated bipolar forceps, force feedback mega suturecut needle driver, vessel sealer extend, suction irrigator. A site history review found no complaints have been reported for any of these products. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. A review of the vessel sealer extend logs found the instrument was installed once and passed homing. The cut complete and seal events were completed with no relevant errors noted. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died as a result of an aspiration event while in the ICU several weeks after a robotic hiatal hernia repair. This type of post operative complication can occur with intubated patients and has no relationship to the original procedure. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Section b2 date of death is estimated. The surgeon stated that the patient's date of death was unknown, approximately three weeks post-procedure.